Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are unable to get past the "checking the recharger" screen. Agent walked patient through resetting the controller. Patient confirmed the green light was flashing on the controller when plugged into the outlet. Patient denied any visible damage to the recharging antenna cord/plug. Patient will charge the controller to solid green light and try again. Patient will call back for further troubleshooting if issue does not resolve after charging the controller. Patient mentioned the recharger was warm while they continued to try to pair the new controller.